Event description:
Per provider pilot valve is contaminated. Per independent repair center statement: low o2 yellow light: additional failure pilot valve contaminated, o-ring leaking, tie strap other/defective, infilter dirty.